Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient's lead did not move as an x-ray shows correct placement. The hcp noted "the lead did not move. [Patient's] battery to their device is dead and needs exchange." The steps taken/will be taken were noted as being "seen by nurse practitioner on (B)(6) 2025 determined battery needs exchange. Surgery for battery changed scheduled for (B)(6) 2025." The cause of the patient being unable to synchronize with the programmer and reportedly getting a "poor communication" screen was determined and the likely cause was noted as being "the battery to [patient's] device is dead." The steps taken were noted as being "surgery for battery exchange (B)(6) 2025." The issue was reported as not yet resolved but will be on/at surgery dated (B)(6) 2025.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: va113te); product type: 0200-lead; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that, since about 2 days ago, it feels like the lead in the bladder has moved and it is hitting a muscle and contracting that muscle. Patient states they can always tell when it is coming on and then it gets to the point where it feels like someone is poking them from the inside. Patient states about 2 days ago they are not able to sync with the programmer and is getting the poor communication screen. Agent reviewed this may be due to longevity. Patient has not had any falls or anything like that. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient states they have a doctor appointment on feb 4th. Agent emailed device registration to update patient name and address.

Event description:
Additional information was received from the healthcare provider. When asked to clarify if the patients lead moved the hcp reported unsure. Patient has been scheduled as a new patient for (B)(6) due to not being seen since 2015. The cause of the lead moving was unknown until patient is evaluated in office (B)(6). The steps taken is patient will be seen by nurse practitioner on (B)(6). The issue is not yet resolved. The cause of the patient being unable to synchronize the programmer and getting poor comm was not determined. The patient will be seen (B)(6) and the issue is not yet resolved.

Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# va113te, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.